Event description:
It was reported that CADD Cleo infusion sets detached from the adhesive during therapy. A separation/dislodgement occurring during active infusion may lead to interruption of therapy and under-delivery of medication if the issue were to recur. There was patient involvement and no harm/adverse event reported. This report captures one of four incidents.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.D4: Only DI provided as lot number is unknown.